Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that within a month of implant that the patient had a pocket infection. The device and two lead system was explanted and not replaced. No further patient complications have been reported as a result of this event.